Event description:
A fail code 810:04, which did not occur during patient use or biomed testing. Additional contact info was requested but no additional contact was identified. The technician stated that there have been no reports of any pt incident involving this pump since the last baxter service event.